Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition was observed. The device's sensor board needs to be replaced to address the issue.